Event description:
Litigation alleges pain and elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 06/03/2014 - plaintiff's preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4): update rec'd 1/22/2016: litigation papers received. Motion was granted to reopen case. Dor was provided. An stem and taper sleeve are now being added to the complaint for the alleged elevated metal ions.this complaint was updated on: 1/25/2016.(B)(4): depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/22/2016: litigation papers received. Motion was granted to reopen case. Dor was provided. An stem and taper sleeve are now being added to the complaint for the alleged elevated metal ions. This complaint was updated on: 1/25/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4).

Event description:
Update 2/5/16 medical records received. Plaintiff's preliminary disclosure and component sticker sheet reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 23, 2016.